Manufacturer narrative:
Mckesson medical-surgical, inc. Is the assembler of convenience kits that can contain the device from the manufacturer identified in section d. The item ref # and lot # reported and identified in section d have been confirmed as having been used in the assembly of convenience kits supplied by mckesson medical-surgical, inc. We have notified asprsnsopscell@cdc.gov and barda-rqaproductacceptance@hhs.gov for awareness.

Event description:
The safety needles identified in this report are the source of five needlestick injuries. Feedback received indicates that the safety devices of the safety needles provided in the ancillary kits are rather difficult to activate.